Event description:
It was reported that the patient experienced hypoglycemia after the device delivered a correction for rising glucose, followed by a meal announcement and a small meal, after which glucose dropped to 49 mg/dl; blood glucose data were obtained during the call, and by the end of the interaction glucose was 121 mg/dl with an upward trend. Symptoms included hypoglycemia. Outcomes included return to target range without hospitalization. Investigation included troubleshooting and education over the phone and review of blood glucose information provided during the call. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event in the context of a recent correction bolus and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.